Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/14/2015 with the following findings: a review of the pump¿s black box history showed drastic voltage fluctuations. During a visual inspection of the pump, the battery compartment was found to be intact; no damage was observed. No evidence of moisture was found inside the battery compartment. During testing, the pump current draws were found to be within specifications. The pump case was removed, and moisture ingress corrosion was found on the cgm module. The complaint of a battery life issue was not duplicated during investigation.